Event description:
It was reported that after an idiopathic ventricular tachycardia (idvt) procedure, the patient developed a pericardial effusion. A pericardial window was performed and then the patient went to surgery for surgical repair. The patient remains unstable and is reported to have no brain activity. The physician¿s opinion is the quadropolar catheter caused the adverse event. However, the physician did not report a malfunction or difficulty manipulating the quad catheter. The patient diagnosis related to this event was left ventricle premature ventricular contraction (lv pvcs). The patient required extended hospitalization because of the adverse event.

Manufacturer narrative:
(B)(4). Bwi products in use for the procedure were: carto 3 system: serial# (B)(4); stockert generator: serial# (B)(4); cool flow pump: serial# (B)(4); smart touch catheter: cat# d132705 lot# unknown. 5french quadrapolar catheter: cat# and lot# unknown. (B)(4).